Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records received from legal. The patient was revised because of a fractured liner. Doi: (B)(6) 2005 dor: (B)(6) 2007 (right hip) the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received from legal. The patient was revised because of a fractured liner.